Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 8000 c (701) module and with ise indirect k for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The repeat results were believed to be correct. This medwatch will apply to the cobas 8000 ise module. Please refer to the medwatch with patient identifier (B)(6) for information related to the c 701 analyzer. The sample initially resulted with an alt value of 15.8 u/l, which repeated as 27.0 u/l. The sample initially resulted with a k value of 5.49 mmol/l, which repeated as 4.98 mmol/l. The alt reagent lot number was 456065, with an expiration date of 30-apr-2021.